Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device. The patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
Per the clinic, the patient experienced a skin breakdown at the implant site (specific date not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection at implant site (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.